Manufacturer narrative:
(B)(4). Meter returned on 3/31/2016, reported submitted on 4/6/2016 as initial including device evaluation for meter. Customer returned test strips on 4/14/2016; returned test strips passed all test strip evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
The customer informed that the meter results obtained are reading too high. The customer is uncomfortable with the results obtained customer feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-120mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened 2/22/2016. Customer performed a back to back blood test and obtained 164mg/dl and 164mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about this result 183 mg/dl on (B)(6) 2016 at 10:34 am. Customer is not sure whether is the meter or her glucose level raise.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
The customer informed that the meter results obtained are reading too high. The customer is uncomfortable with the results obtained customer feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-120mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 164mg/dl and 164mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about this result 183 mg/dl on (B)(6) 2016 at 10:34 am. Customer is not sure whether is the meter or her glucose level raise.